Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6) d10: associated devices 4 inch width plate (00880200400) sn: unk 3 inch width plate (00880200300) sn: unk 1 inch width plate (00880200100) sn: unk 2 inch width plate (00880200200) sn: unk screw driver (00880300000) sn: unk the device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery the device was not working smoothly and skipped during graft harvesting. As issue was noted before surgery there was no patient impact reported. Diligence is complete as no additional information was noted.